Manufacturer narrative:
The user facility stated that liquid remained on instrument packs following a sterilization cycle. The instruments were reprocessed before use. A steris service representative inspected the sterilizer and found it to be operating properly. No issues were noted and the sterilizer was returned to service. The steris representative stated that the reported event is attributed to user facility personnel not properly drying instruments before placement in the instrument packs for a sterilization cycle. The operator manual states (pp. 1-2), "failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle." The employee was not wearing proper ppe, specifically gloves, during the time of the reported event. The operator manual states (pp. 6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The steris service representative advised user facility personnel the importance of wearing proper ppe and thoroughly drying instruments before a sterilization cycle.

Event description:
The user facility reported that an employee felt a burning sensation on her fingers followed by white spots after removing instrument packs from their v-pro max sterilizer. No medical treatment was sought. No procedural delays or cancellations were reported.